Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The horizon small clip applier instrument was analyzed and found to have multiple input disks broken. Input disk #6 was found broken into pieces inside of the housing. Hairline cracks were found on input disk #7. Other backend components adjacent to the broken inputs do not show damage.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted single vessel tecab surgical procedure, the horizon small clip applier instrument made a sudden quick movement right before the clip was applied on to the vessel. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer and while the surgeon was attempting to manipulate instruments from the surgeon side console (ssc). The failure was not related to an inability to move the instrument at all. The movements of the surgeon did not scale appropriately to the instrument. The observed movement was greater than intended. The instrument made a sudden movement and twitched. The instrument twitched suddenly before use. The instrument moved in the intended direction. The timing of the instrument movement was appropriate. There was no shakiness and/or friction experienced/observed. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions. The issue happened once. The unexpected motion occurred when attempting to place a clip around a vessel/tissue. The unexpected motion did not occur during clip closure. The clip did not become dislodged from the instrument and fall into the patient. The instrument was replaced to resolve the issue. There was no injury to the patient as a result of the event. The device was inspected prior to use with no damage or anything out of the ordinary noted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the small clip applier instrument involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed.